Event description:
It was reported that the patient presented for a schedules procedure. During the procedure, it was noted that the left ventricular lead had low impedance. The lead was not implanted. The patient was stable.